Event description:
The customer alleged a questionable result on one patient sample when tested for intact human chorionic gonadotropin + the ss-subunit (hcg+ss). The initial sample was tested on (B)(6) 2012 with an hcg+ss of < 0.100 miu/ml; this result was reported outside the laboratory. Based on the clinical history of the patient, the physician questioned the result. On (B)(6) 2012, a new sample was tested with an hcg+ss of > 10,000 miu/ml. Also on (B)(6) 2012, the laboratory retested the initial sample (from (B)(6) 2012) with an hcg+ss of 43.5 miu/ml; it was noted the sample had been transferred to an eppendorf tube after the first measurement, and that this tube is not an approved tube type for this analyzer. It is unknown if there were any adverse events. The hcg+ss reagent lot number was 167584; the expiration date was not provided. The roche field service personnel noted they spoke with the customer regarding the fact that, after receipt by the customer, reagents may spend more than 1 day in the transport boxes before storage in the refrigerator, and that many reagents were degraded. A review of the calibration and quality control data provided revealed no obvious reagent issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).